Event description:
A report was received stating that the inflation line on the tracheostomy tube filled with 2.5-3.0 ml of bloody drainage after 2 days of device use. The tracheostomy tube was replaced emergently. During device replacement, an additional .25-.50 ml of fluid was lost. No adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.